Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was note. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
Customer's mother reported via phone, the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer's mother doesn't recall any significant events of what may have caused the device to alarm, however customer was wearing tight clothes. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.